Manufacturer narrative:
Updated h3: device evaluated by manufacturer. Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).

Manufacturer narrative:
According to the customer, "the nebulizer turns on, but bubbles and does not mist." Per the customer, his son, who the nebulizer is for, has not been receiving any medication and does not have any back-up inhalers or nebulizers to use. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the nebulizer turns on, but bubbles and does not mist." Per the customer, his son, who the nebulizer is for, has not been receiving any medication and does not have any back-up inhalers or nebulizers to use.